Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve leak issue occurred. In a surgery procedure with carto 3 system, a vizigo sheath was opened and used. When it was introduced into the patient, it presented a problem with the valve, as it did not retain the blood and it spilled. For this reason, the product is replaced, this allowed the procedure to continue. The surgery was not delayed due to the reported event. Action taken when event occurred was product replacement. The procedure was not successfully completed. No fragments were generated. There were no patient status/outcome/consequences. There was no physical damage. The hemostatic valve (seal) was not broken into two or more separate pieces. It did not come off. When introducing the sheath into the patient, a lot of blood came out of it. Air entered the patient's body. The problem did not require percutaneous, surgical removal or medical intervention. The patient hemodynamics were not compromised due to bleeding because the doctor decided to replace the sheath to avoid harm to the patient. The approximate volume of blood that was lost was not measured but did not cause consequences to the patient. It was stated that air entered the patient¿s body but there was no mention of a patient harm related to the air that was introduced. Additional information has been requested. Should more information become available, it will be reviewed and processed accordingly.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A device history record evaluation was performed for the finished device 00001825 number, and no internal action related to the complaint was found during the review. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 08-jun-2022. The patient is male, 68-year old (85kg). Therefore, the a2. Patient age at the time of event, a2. Age unit, a3. Gender, a4. Weight of the patient, a4. Weight unit, were updated. A response to the question of: ¿was air introduced into the patient seen in the sheath? Or how was it noticed?¿ was received. The response was: ¿he bled out of the pod valve, detecting that the pod was changed.¿ a response to the question of: ¿when was air discovered in the patient: before use, during use, or after use of biosense webster products?¿ was received. The response was: ¿no air was discovered¿ other additional information received were: the patient has not had any neurological symptoms since the procedure was completed. The physician believed that the product was faulty and requested a change, with no consequences for the patient. The patient fully recovered. The patient did not require prolonged hospitalization due to the adverse event. There is no relevant laboratory tests/data or history. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)